Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system would not save images. No patient injury was reported.